Event description:
Female reported that a portion of the catheter of the insulin infusion set remained imbedded in her body after removal of the set. (No reported failure to infuse insulin during three days of use, i.e., device performed its intended purpose). She did not notice this condition when removing the set. Several days later she noticed a redness of her skin at that location (stomach), and two days later noticed pus coming from the hole in her skin. Upon medical consultation it was discovered that a piece of the catheter was still in place. A medical professional removed this piece from her body without further complications.